Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site and had high impedances on both l5 leads and one s1 lead. Surgical intervention took place on (B)(6) 2024 wherein the ipg and leads were explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which s1 lead had the high impedances.